Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 000905528a with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-180/ lot 000905528a, test base part number 195-430wjr/ lot 905528a. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 000905528a showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the false results; however, it could possibly be related to self-test user performance or the specific patient sample.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024. Additional testing was performed (at the hospital) on the (B)(6) 2024 with an unknown brand test which generated a negative result. The consumer stated the patient was symptomatic (congestion, body ache, runny nose.). The consumer was taking paxlovid. The consumer confirmed there was no patient harm due to the test results. Additionally, the consumer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024. Additional testing was performed (at the hospital) on the (B)(6) 2024 with an unknown brand test which generated a negative result. The consumer stated the patient was symptomatic (congestion, body ache, runny nose.). The consumer was taking paxlovid. The consumer confirmed there was no patient harm due to the test results. Additionally, the consumer confirmed there was no delay or impact in the patient's treatment.